Manufacturer narrative:
(B)(4). No complaint was reviewed with the return of the device; failure event observed during analysis. A partial lead with the lead tip measuring 52.0cm was returned for analysis. External insulation abrasion was noted at 39.0-39.3cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 17.1-18.2cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.